Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the operator encountered placement difficulties while placing the right ventricular (rv) lead. It was noted that the rv lead exhibited high and unstable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.